Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the device. Event log history was performed and indicated that "system fault 41,622 occurred 1 0 0 3" was recorded in history. During analysis, the customer's reported error code was not duplicated during motor run test. Error code was not detected when infusing the device for 24 hours. Service cleared the code. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error 41622. There was no reported adverse event.